Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. The footswitch was also replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.